Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause-user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Miriam is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 278 mg/dl. The customer's expected fasting blood glucose test result range is 130 mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 01/25/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer has had any changes in his diet.

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. (B)(6) is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 278 mg/dl. The customer's expected fasting blood glucose test result range is 130 mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 01/25/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer has had any changes in his diet.